Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. However, the company's evaluation of this event (based on existing info) gives the company cause to conclude that this event is a known inherent risk of the procedure. The MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Implant was placed in site #30 during a routine procedure on 7/24/96 and was removed approx. 2.5 months post-op due to loss of osseointegration. The pt did not present with any pain, bleeding, swelling or numbness.